Manufacturer narrative:
The hospital biomed troubleshot the issue onsite with tech support over the phone. The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. Tech support verified the problem and replaced led board pn # 001841, serial # (B)(4), installed on (B)(6) 2014 resolved the issue.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3 led light had a string of amber lights that were out and the intensity is low while using the neoblue radiometer at 12" below the center. The staff member did not know what the output was and is not with the device. The technical service representative advised the customer to how to get a replacement part. The biomedical technician troubleshot the device and no further evaluation is needed. There was no report of harm, death or serious injury. No report of medical intervention. No environmental or safety concerns.